Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient required revision due to a fracture of the 15x155mm stem at the base of the threads, between the stem and mrh femoral component." Spoke to rep, who provided primary and revision usage sheets for the patient's right knee. No further information will be available.